Event description:
It was reported that the pacing threshold was increased. During the explantation, a damage in the connector area was noted. A new lead implanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection found no deviations from the technical specifications that could be related to the increase in the pacing threshold. In addition, a cut was found in the insulation (16 cm distal of the is-4 connector pin) during the analysis, which is probably a result of the extraction procedure. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.